Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel size approximately 8mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The technician reported that the he felt the "click" after deploying the sealant, yet when the technician removed the sheath the advancer tube was not exposed. The patient was converted to approximately 10 minutes of manual compression at which time hemostasis was achieved. On (B)(6) 2012, the aci vascular closure specialist reported that she manipulated the device and it looked like the technician did not reach the hard stop as he initially stated.

Manufacturer narrative:
The device was received with the shuttle cartridge engaged to the handle. The sealant was returned separated from the catheter. The advancer tube was found inside the shuttle cartridge. This received condition indicates an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstruct the device path during deployment. No anomalies were observed. Based on the provided information and the investigation performed, the root cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1229705) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1229705) indicated that the device lot met all established performance criteria prior to shipment.